Event description:
Additiional information from the hcp reports the patient presented on 7/14/2005 with a decrease in the effectiveness of the lioresal. The patient is reported to have recovered without sequela.

Event description:
The hcp reported the pt was requiring increasing doses of baclofen. No studies were done on the pump or catheter. The pump was explanted after an implant duration of 46 months and replaced. A follow up report will be sent when additional information is received.